Event description:
A distributor reported that a customer's pump screen was cracked or shattered, and the screen remained black even though the pump started up when plugged in. There was no reported information regarding the impact on the customer's blood glucose level. A replacement pump was issued with a new serial number, and the faulty device was expected to be returned for further inspection. No additional information was provided regarding the customer's outcome.